Manufacturer narrative:
H.6. Investigation: a single loose 1ml ll syringe and an opened package from batch #9078864 (p/n 309628) were received. The sample was visually evaluated. The syringe¿s plunger was found to be at 0.5ml marking. Numerous dried white, cloudy and clear droplets were observed in the fluid path between the zero line and the stopper at 0.5ml. The syringe appeared to have been manipulated. No further evaluation nor testing could be performed on a manipulated sample. No manufacturing defects were observed in the returned sample. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported prior to use a white powder substance was discovered on the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2). 1 ml syringe has a white powder substance and the 30ml syringe has a sticky substance nt used on pt.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use a white powder substance was discovered on the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: (1 of 2). 1 ml syringe has a white powder substance and the 30ml syringe has a sticky substance nt used on pt.